Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "error message" could not be confirmed. However, during service and repair, device failures were found, but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from australia stating that the device experienced an "error message" during surgery. The device was used during surgery, but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred. There was no additional information provided.